Event description:
Pt reportedly obtained a result of 4.4 inr on the coaguchek xs test system and 3.3 inr on a comparison lab. No treatment info provided. The same pt reportedly obtained a result of 3.4 inr on the coaguchek xs test system and 2.4 inr on a comparison lab. Info indicates that customer's warfarin was changed to 4.0 mg/day, but it was not provided if this change was based on device result. No adverse event reported. No info provided to suggest where comparison was performed. Coaguchek xs test system: meter serial number not provided. Test strip lot/exp/cat not provided. Caller did state code key 069 was used with the meter.

Manufacturer narrative:
Suspect device: coaguchek xs test strip.